Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. The stored egm showed device exhibiting post-paced t-wave oversensing on the ventricular channel. Programming changes were made to the device and remains implanted.